Event description:
It was reported that the patient was having issues with their patient programmer. It was noted that the patient was unable to adjust stimulation. It was further noted that the patient appeared to be getting a communication error on screen. The patient lost stimulation about 3 hours prior to the report and had been unable to communicate. The patient had not been trained on using the recharger. It was noted that the patient was upset due to the implantable neurostimulator (ins) not working. The patient was unable to get a hold of their manufacturing representative. It was further noted that the patient had a scheduled appointment. It was noted that the patient also had bandages.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).